Event description:
A peritoneal dialysis pt has reported the dialysis solution was leaking out of the cassette and into the cycler. Pt was in treatment. Upon removing the tubing set from the cycler, fluid was found leaking in the cycler when the door was opened. The origin of the leak could not be identified. The pt did not receive any antibiotics and has had no adverse effects. Sample was discarded by the pt; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non conformance during mfg process. In addition, the batch record review confirmed the labeling, material , and process controls were within specification.